Event description:
Customer reported that her blood glucose was 38 mg/dl. Customer later stated her blood glucose was 82 mg/dl. She was also experiencing discrepancies with sensor readings from her blood glucose. Troubleshooting was performed. The customer had been noticing bent cannulas with the sets. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.